Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow up at clinic, multiple episodes of right ventricular lead noise was observed upon interrogation. The lead noise was not reproducible with isometric exercises. All other electrical measurements were normal. The programming change was made. No patient symptoms were reported through out the device interrogation. The patient was stable.